Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection by naked eye of product showed the product wet. A leak test of the dialysate side was performed and a leak was observed from a crack in the welding zone. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 17l, an external fluid leak from damage header was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.